Event description:
The customer reported via email indicating that the insulin pump had a sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that 4 sensors which had not work, 2 had been stuck in the serter and 2 had been missing the sensor cannula. The customer was advised that we would replaced sensors.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.